Event description:
It was reported that the patient experienced hyperglycemia after accidentally rewinding the pump without replacing the cartridge, which resulted in no insulin delivery overnight until reconnection and priming were completed; the event involved the infusion set and cartridge with an infusion set connection/deployment issue, and no device alerts or alarms occurred. Symptoms included elevated blood glucose with a reported peak of 463 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary inability to use the device as intended, use of subcutaneous insulin injection as backup therapy, and restoration of insulin delivery after troubleshooting and education. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user setup error related to infusion set connection and fill sequence. It was concluded that the device performed as designed and that user error was the cause of the hyperglycemia.